Event description:
It was reported that the patient presented with non-union of l5-s1. The patient underwent a revision posterior spinal fusion l5-s1 using posterior instrumentation, rhbmp-2/acs and left iliac crest bone graft. The surgery was an "extremely difficult operation due to extensive scarring, necessity of removal of prior instrumentation, and depth of wound and difficulty accessing the s1 pedicle due to angulation of the pedicle and prior instrumentation." The synthes s1 pedicle screw was found to be broken, and was removed. Per the operative notes, bmp-2 was "placed over the decorticated transverse processes bilaterally as well as in the midline on the left side where there was interlaminar bone surface to fuse to." 181 days post-op, the patient underwent a caudal lumbar epidural steroid injection with fluoroscopic guidance. Post-operatively, it is alleged that the patient developed chronic pain, unstable back, and numbness.

Event description:
At 105 days post-op, the patient was seen for follow up on low back pain post lumbar fusion. There was no extremity numbness or weakness. Pain was unchanged, still rather severe. At 167 days post-op, the patient underwent an epidural steroid injection.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2005, patient underwent following procedure: extremely difficult operation due to extensive scarring, necessity of removal of prior instrumentation, and depth of wound and difficulty accessing the s1 pedicle due to angulation of the pedicle and prior instrumentation. Posterior spinal fusion at l5-s1. Posterior spinal instrumentation, 3-d titanium, l5-s1. Left iliac crest bone graft through a separate fascial incision. Removal of synthes pedicle screws, the s1 screw was broken, at l5-s1 on right; for pre-op diagnosis of: non-union of l5-s1, status post unilateral tlif done by an outside surgeon done at an outside institution. Per-op notes: under fluoroscopic guidance, pedicle screws were placed bilaterally at l5 and s1. Dorsal elements were thoroughly decorticated with a high speed bur. Bmp-2 was prepared according to manufacturer's instructions and placed over decorticated transverse process bilaterally as well as midline on the left side where there was interlaminar bone surface to fuse to. Set screws were placed bilaterally with rods and an extremely rigid construct was achieved in this fashion. No complications were reported.